Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed multiple falsely elevated cardiac troponin I (ctni) while using the architect i2000sr analyzer. The following data was provided. Patient 1 (sid (B)(6)) initial (tested 10:50 p.m.) 411 ng/l, repeat (time not given) 22 ng/l, repeat (1:55 a.m.) Greater than 3 ng/l, repeat (2:23 a.m.) Approximately 3 ng/l. Patient 2 (sid (B)(6), no times provided) initial 88 ng/l, repeat 12 ng/l patient 1 is a (B)(6) female that arrived in the emergency department via ambulance with chest tightness, shortness of breath, palpitations, and a history of chest pain. The patient was transferred to the cardiology department and was discharged the same day that the low results were obtained, which was the day after initial high result were observed. Patient 2 history and patient information was not provided. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer replaced the analyzer probe (part number 08c94-47) after the discrepant results were found. An abbott field service engineer was dispatched to the account to inspect the analyzer. The replaced probe was considered the likely cause of the issue. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, a labeling review, instrument log review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Log review did not identify any issues that contributed to the customer issue. The issue was resolved through replacement of the analyzer probe (part number 08c94-47). Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.